Event description:
It has been reported to philips that, during a procedure, the geometry movement was not possible on the allura xper fd10 system. The system was in clinical use at the time of the event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the oncology diagnosis procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to move mechanically. Review of the system log file showed that there was a malfunction with geo-pc. Fse replaced the geo ipc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.